Event description:
The customer reported via phone call that the insulin pump went into threshold suspend with a blood glucose level of 100 mg/dl and a sensor glucose level of 60 mg/dl. The customer stated that he bent several sensors upon insertion. The customer was advised that the sensors would be replaced, but did not return the products for analysis as he had already disposed of them.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.